Manufacturer narrative:
The site has indicated that they will not be returning the generator for evaluation. If additional information pertinent to the incident is obtained, a follow-up report will be submitted. An operating room fire prevention packet was sent to the site.

Event description:
The customer reported that while using a monopolar cord (non-covidien product) with a forcetriad energy platform, the cord caught on fire. The forcetriad was set with cut/coag at 30/30. There were no injuries to staff or patient.